Manufacturer narrative:
Based on the completed investigation, the repair adhesive on switch no. 1 was likely due to the release point being misidentified when injecting the medical adhesive. However, the root cause was not established. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that switch no. 1 had repair adhesive because the release point was misidentified when injecting the medical adhesive. There was no patient involvement.